Event description:
It was reported that the patient presented in the operation room for generator change and new left ventricular (lv) lead implant procedure. The stylet failed to be removed from the lv lead during the procedure. The lv lead was not installed and the procedure was completed using an alternate lv lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of ¿stylet was firmly stuck inside of lead¿ was confirmed. As received, a complete lead was returned in one piece measuring 86.1cm/95.3cm (lead body/stretched inner coil) with stylet stuck inside the lead. The cause of the reported event was due to bunching of inner coil of the lead and ptfe coating of the stylet distal to connector pin that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements.